Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye on (B)(6) 2010. Anterior subcapsular cataract noted on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vaulting. The lens was exchanged for a longer length lens. The pt's last visit was on (B)(6) 2012, bcva was 20/80. Vault has been resolved.

Manufacturer narrative:
(B)(4).